Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large suture cut needle driver involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have the clevis pin dislodged at the proximal clevis. There was no damage to the clevis pin.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional analysis was performed on the large suturecut needle driver instrument by a failure analysis engineer. The clevis pin was confirmed to be dislodged. The clevis pin appeared to have been over swaged.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the user observed that the pin was loose from the distal end of the large suturecut needle driver (lsnd) and it became stuck in the port. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the lsnd instrument was inspected prior to use with no issue. The instrument was removed together with the cannula. There was no port incision enlargement. The grip pin was loose, but it did not fall into the patient¿s anatomy. The customer used a backup instrument to continue with the procedure. No known impact or patient consequence was reported.

Manufacturer narrative:
Based on the claim against the product by the customer noting a loose pin, an investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device did contribute to the customer reported issue. A review of the submitted image was performed. The following additional information was provided: the image of the instrument identified a dislodged proximal clevis pin. The probable root cause of a loose pin is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is considered a reportable event due to the following conclusion: it was alleged that a pin was loose from the distal end of the instrument during a da vinci assisted procedure. At this time it is unknown what caused the pin to become dislodged from the instrument. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.